Event description:
It was noted that the reporter had seen an issue with a trial lead about 3 years ago. It was believed that the doctor probably trapped the end of the lead where the stylet is with the needle hub and it stretched out. The doctor started over with new temporary lead. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).